Event description:
It was reported that the customer experienced issues with the insulin pump's keypad. The keypad was unresponsive. The reported blood glucose level was 353 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to flattened buttons dome switch. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.